Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals were broken, and the device was observed to have a scratched lcd lens, and a worn upstream occlusion (uso) seal lifting. The device's event history log was reviewed for evidence of the reported event, and nothing was found. Functional testing was performed, and the reported problem couldn't be duplicated. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the pump alarmed downstream occlusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.